Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 580 mg/dl. The customer treated the high blood glucose readings with insulin. The customer stated that she had an error message problem with the sensor. The customer stated that she is not getting the alerts. The customer stated that the alarm occurred during initialization. The customer was assisted in clearing the alarm. The customer was advised to monitor the pump and call back if the issue persists.